Manufacturer narrative:
Continuation of d10: product ID: 8709, lot/serial#: (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, lot/serial# (B)(6), implanted: (B)(6) 2007 explanted: (B)(6) 2020, product type: catheter, product ID: neu_unknown_cath, lot/serial# unknown, implanted: unknown, explanted: (B)(6) 2020, product type: catheter, ubd: unknown, UDI#: (B)(4). H3: evaluation of implantable catheters product ID 8709 lot/serial# (B)(6) and product ID: 8596sc, lot/serial# (B)(6) revealed no significant anomalies. A slice cut was found in the body of serial# (B)(6) and an occlusion consistent with dried drug, blood, or other material was found in the connector pin of serial# (B)(6) upon receipt, however, both catheters passed functional testing in the lab. Evaluation of the unknown catheter identified a break/tear in the body of the catheter and found the ends of the segment were rough, consistent with a break. H6: the evaluation codes have been updated for this event. Code result c19 and code conclusion d14 apply to product ID: 8709, lot/serial# (B)(6) and product ID: 8596sc, lot/serial# (B)(6). Code result c07 and code conclusion d12 apply to the unknown catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheters were return for analysis along with an unknown catheter component.

Manufacturer narrative:
Continuation of d11: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient's catheter was occluded.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-apr-2009, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 25-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen ( 2000 mcg/ml at 100 mcg/day) via an implanted pump. It was reported when the pump was being replaced due to expected end of life, the catheter wouldn't aspirate from the cap so the decision was made to remove the catheter completely and replace it. It was noted the issue was resolved.